Event description:
The customer reported that there was no audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The philips field organization reported no audio function in a vs2 monitor used by philips field personnel for demonstration purposes. The monitor was shipped to the philips customer repair ctr (crc) where the repair tech confirmed the audio failure and determined that the speaker assembly cable was unplugged from the main board. The repair tech reconnected the speaker assembly cable to the main board to restore the device to proper operation. The device was placed back into the philips field demonstration pool. The cause of the internal cable disconnect cannot be determined. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.